Event description:
It was reported that the tip of the ligasure stuck to the tissue during a procedure. The doctor was able to release the device from the tissue without any damage. The procedure was completed successfully without any surgical delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.

Manufacturer narrative:
Preliminary visual inspection revealed that the blade of the device was derailed. A supplemental report will be submitted once the investigation is complete.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The device history record (DHR) was reviewed to confirm the device met all inspection and testing requirements prior to distribution. The returned complaint device was received with the original stryker sustainability solutions box and label. There was evidence of bio-burden present on the device. Upon visual inspection of the device it was revealed that the blade was derailed with eschar build-up in the guiding slots. It was revealed upon visual inspection that the returned complaint device had been disassembled and/or broken apart. Functional inspection could not be confirmed as the complaint was returned disassembled and/or broken apart. The results of the visual inspection and functional testing determined that the reported event was not confirmed. A review of the DHR supports that the device was unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root causes are: - overfilling the instrument jaws with tissue - grasping inappropriate tissue types (i.e. Bone) or grasping on staples - damaged jaw trigger (handle) during clinical use instructions for use (IFU): ¿do not use this device on vessels in excess of 7mm in diameter.¿ ¿to ensure proper function, eliminate tension on the tissue while sealing and cutting.¿ ¿prior to activating the cutter, confirm that the jaws are in the closed position. Spacing between jaws must be less than two millimeters.¿ ¿close the white movable handle until it clicks and latches in place.¿ ¿before starting the procedure, confirm proper energy platform settings.¿ ¿verify compatibility of all instruments and accessories before the beginning of the procedure.¿ ¿place the vessel or tissue in the center of the jaws. Avoid incomplete vessel sealing by not grasping tissue beyond the electrode surface or placing it in the jaw hinge.¿ ¿the user must select the appropriate bar setting to achieve the desired tissue effect.¿ ¿do not activate the ligasure function until the handle has been properly latched. Activating the function before this is done may result in improper sealing and may increase thermal spread to tissue outside surgical site.¿ ¿a pulsed tone will sound when an alert condition occurs, and the ligasure touchscreen on the force triad will display an alert message that instructs the user on the corrective actions to take.¿ ¿when an alert condition occurs, energy delivery will be terminated, but will be available immediately after the alert condition has been corrected.¿ the reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the tip of the ligasure stuck to the tissue during a procedure. The doctor was able to release the device from the tissue without any damage. The procedure was completed successfully without any surgical delay. There was no medical treatment or intervention required and no adverse consequences associated with this event.